Event description:
It was reported that the patient presented for an implant procedure. During the procedure, device interrogation revealed that the atrial lead demonstrated loss of capture, loss of sensing, and high pacing impedance. As a result, the atrial lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.